Manufacturer narrative:
Concomitant medical products and therapy dates - plc121400j/21250800 UDI: (B)(4). According to the instructions for use, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.

Event description:
On (B)(6) 2020, this patient with leriche syndrome underwent endovascular treatment using gore® excluder® aaa endoprosthesis contralateral leg components, and gore® dryseal flex introducer sheaths. After deployment of the contralateral leg components in parallel at the level of the lowest renal artery, angiography confirmed occlusion of the left renal artery. As treatment, a vascular stent (manufacturer unknown) was implanted. However, the left renal artery was not imaged at the final angiography, there was a concern of postoperative renal dysfunction. The physician commented that the occlusion of the left renal artery may have occurred due to thrombus becoming dislodged during the procedure. Angiography also revealed that thrombus was seen above the celiac artery. A portion of this thrombus was drawn into the sheath using a balloon and removed successfully. However, a portion of thrombus shifted into the right leg. As treatment for this thrombus shift, placement of an additional contralateral leg component and placement of a vascular stent (manufacturer unknown) in the right external iliac artery was performed.